Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: acute cardiac dysfunction and rapid descending aortic expansion following surgery for acute stanford type a aortic dissection: a case report source: european heart journal - case reports (2026) 10, ytag082. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publication was reviewed: title: acute cardiac dysfunction and rapid descending aortic expansion following surgery for acute stanford type a aortic dissection: a case report source: european heart journal - case reports (2026) 10, ytag082 this is a case study of a 39-year-old man with acute stanford type a aortic dissection and intimal tear in the ascending aorta underwent the bentall procedure and total arch replacement with a frozen elephant trunk (fet) using a thoraflex device. He was readmitted 1 month after discharge with progressive cardiac dysfunction attributed to increased left ventricular afterload caused by narrowing of the true lumen. A thoracic endovascular aortic repair (tevar) was performed to expand the true lumen in the descending thoracic aorta using a conformable gore® tag® thoracic endoprosthesis at 2 months after the onset of acute aortic dissection. After tevar, the bnp levels decreased but the lvef (left ventricle ejection fraction) showed no considerable improvement. Progressive enlargement of the descending aorta was observed, indicating persistent false lumen perfusion. The aortic diameter increased from 25 mm at the time of symptom onset to 32 mm at 2 months after onset (following tevar). An abdominal endovascular aortic repair (evar) was performed to close the distal re-entry at 4 months after symptom onset. A viabahn ® stent graft was deployed in the left renal artery, and the afx ® endograft system was used for the evar. However, despite undergoing evar, the descending aorta continued to enlarge, reaching 46 mm at 4 months after symptom onset. Intraoperative angiography revealed residual false lumen perfusion from the re-entry points of both the internal iliac arteries. In conclusion, an abdominal aortic replacement was performed to eliminate false lumen perfusion into the descending aorta. Postoperative contrast-enhanced CT showed that, although residual false lumen perfusion persisted in the thoracoabdominal aorta, the false lumen in the descending aorta had been successfully excluded. Adverse outcomes included enlargement of the descending aorta with reintervention.